Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-oct-2021. The medical event associated with this case occurred on 13-dec-2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and, as a result, experienced nausea. Customer presented at the hospital and after initial hcp meter readings of 279 mg/dl & 453 mg/dl were obtained, the customer self-treated with insulin and was administered unspecified nausea medicine for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.